Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. The distal portion of the lead was returned stretched in one piece measuring 47.5 cm. Final analysis found external insulation abrasion exposing the outer coil was noted at 30.3 cm ¿ 31.2 cm and 37.9 cm ¿ 39.0 cm from the distal end, consistent with friction to another device. The outer insulation was stretched and separated at these locations. UDI not available as product was manufactured on or before september 23, 2014. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA.  Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.